Manufacturer narrative:
H6: investigation summary: three open 32g x 4mm pen needle samples and four photos were returned from lot. No. 0084088, cat. No. 320559. Visual examination of the returned samples and photos was carried out and a broken non patient end of cannula was observed on two samples and a bent non patient end of cannula was observed on the third sample. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that 3 pen ndl 32g 4mm pro 14 bag 700 case jpx failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese to english: "drug didn't come out. This issue occurred in three cases."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 pen ndl 32g 4mm pro 14 bag 700 case jpx failed to deliver medication during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "drug didn't come out. This issue occurred in three cases."